Event description:
When the operator was using an auto-injector to enter reagent into a freezing container which already filled with the collected blood component, however, the lead which connected with the auto-injector suddenly detached at an injection of the tubing, and resulted in the container dropped into an ice dish. Before this event, the result for the collected blood was negative to aerobic/anaerobic bacteria. But after this event, the result was positive, the blood was then not able to use.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag tubing separation that occurred during filling. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag leakages during filling, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. (B)(6). A follow-up report will be provided upon completion of the device evaluation.